Event description:
Patient reported their overall bite feels off. They provided a photo/video that shows their entire jaw seems to be sitting unevenly to one side when they close their mouth.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.